Manufacturer narrative:
Event was reported to have occurred on an unreported date in (B)(6) 2018 the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with globulin injection and other unspecified drugs (doses, routes, durations and frequencies not reported) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was discontinued. No additional information could be provided as the reporter declined follow-up.